Manufacturer narrative:
Updated fields: b4; g1 contact person-mfg site; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion; h11 a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. All functional tests were done and all the parameters were within limits. The unit ran for more than three hours. The iabp was handed over to the customer in good, working condition.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had pressure difference. There was no patient involvement.